Event description:
The nurse took (B)(6) blood tests on a pt. The safety shield detached and the needle entered into the nurse's hand, resulting in a bleeding needlestick wound. The nurse visited the doctor for tests and received a (B)(6) vaccine (engerix) the next day.

Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.